Manufacturer narrative:
Combination product: yes. The affected orsiro us 3.0/22 stent was implanted and thus not returned to biotronik. No lot number was reported. Only two orsiro us 3.0/22 lots were delivered to the hospital prior to the date of the initial procedure. Therefore, the product release documentation of these two lots was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, photographs and videos taken from the angiogram and ivus were reviewed. The video taken from the angiogram shows a flow limitation or potential stenosis at the ostium of an svg which seems to be located at the proximal end of an implanted stent. In the videos taken from the ivus it appears that some stent struts are not well adopted to the vessel wall. Unfortunately, the quality of the provided material is rather poor and contains no relevant information such as time stamps, planes etc. In addition, no angiographic material or ivus of the initial procedure was provided. A stent fracture can neither be confirmed nor denied. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that, according to the IFU, orsiro is indicated for improving coronary luminal diameter in patients...with symptomatic heart disease, stable angina, unstable angina, non-st elevation myocardial infarction or documented silent ischemia due to atherosclerotic lesions in the native coronary arteries.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The orsiro was originally placed in august 2021. Patient returned with chest discomfort for cath on (B)(6)2023 and physician claimed the orsiro was fractured. The stent was covered with a 4.0 des stent.